Manufacturer narrative:
The reported complaint of the atrial channel containing ventricular signal was confirmed. The root cause of the atrial channel containing ventricular signal could not be determined based on the available data provided.

Event description:
It was reported that the device exhibited an inappropriate magnet response. The patient was brought into the clinic and programming changes were made. The patient was asymptomatic.

Event description:
It was reported that the device exhibited an inappropriate magnet response. The atrial channel appears to be showing a ventricular signal on the magnet response episode. The patient was brought into the clinic and programming changes were made. The patient was asymptomatic.